Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on a review article, and no device/lot information was provided. Based on the available information, causes for the reported heart failure/congestive heart failure, and mitral regurgitation (mr) could not be determined. Additionally, the reported patient effects of heart failure and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event, implant date: dates estimated. The UDI and part number are not known and the lot number was not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an event that was captured based on a research article representing a summary of heart failure, recurrent mitral regurgitation, and re- hospitalization. It was reported through a research article identifying two randomized clinical trials coapt and mitra-fr in which the mitraclip device maybe related to heart failure hospitalization and recurrent mitral regurgitation (mr). Details are listed in the article, relationship between residual mitral regurgitation and clinical and quality-of-life outcomes after transcatheter and medical treatments in heart failure: the coapt trial. No additional information was provided.